Event description:
It was reported that during a meniscus repair using two (2) ultra fast-fix, t1 failed to secure at the outside of the joint capsule, t2 fell off. The procedure was completed with a non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair using two (2) ultra fast-fix, t2 fell off from the inserter. The procedure was completed with a non-significan delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: updated. H10, h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was outside of original packaging fully actuated without anchors and a piece of suture was returned with cut end. No physical damage visible. A functional evaluation revealed the actuator functions as intended. A review of the customer provided image revealed two devices both of which confirming the reported batch number and product number. Both devices are without anchors. One device is with a piece of suture. The paper carrier is torn on one device. The depth tubes are also cut on both devices. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be established since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was outside of original packaging fully actuated without anchors and a piece of suture was returned with cut end. No physical damage visible. A functional evaluation revealed the actuator functions as intended. A review of the customer provided image revealed two devices both of which confirming the reported batch number and product number. Both devices are without anchors. One device is with a piece of suture. The paper carrier is torn on one device. The depth tubes are also cut on both devices. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be established since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.